Event description:
It was reported that during a peripheral stenting treatment procedure, a balloon detachment occurred. The target lesion was located in the iliac artery. A 8.0x40x135 express ld stent delivery system (sds) was used to successfully place and implant the stent at the target location. During withdrawal the balloon detached inside an unspecified introducer sheath. The introducer sheath and detached balloon were removed together without problem. No further actions were necessary as the procedure was completed with this device. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a peripheral stenting treatment procedure, a balloon detachment occurred. The target lesion was located in the iliac artery. A 8.0x40x135 express ld stent delivery system (sds) was used to successfully place and implant the stent at the target location. During withdrawal the balloon detached inside an unspecified introducer sheath. The introducer sheath and detached balloon were removed together without problem. No further actions were necessary as the procedure was completed with this device. No patient complications were reported and the patient's status is okay. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two sections as a result of a break occurring in the shaft at the proximal balloon bond, 1 metre 290mm distal to the strain relief. Visual and tactile examination of the device revealed the shaft was severely stretched at the area of the break approximately 10mm in length. No kinks were noted along the length of the shaft. The balloon was not folded or fully wrapped around the shaft of the device. There were traces of blood present inside the balloon. From the condition of the balloon it was not possible to see a clear impression of where the stent was originally crimped onto the balloon. The damage noted to the device is consistent with the device being pulled on in order to remove the device from the sheath. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).